Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 23, 2024.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, for skin revision surgery to excise retroauricular keloid. Subsequently, the patient underwent a surgical procedure to drain abscess (specific date not reported). The patient was also hospitalized for the administration of IV antibotics (specific date not reported). This report is submitted on june 28, 2024.